Event description:
The hcp reported that at the last 2 refills, the pump had more drug in it than expected. At the first one, the expected reservoir volume was 2cc and the actual was 8cc. At the second one, the expected was approximately 13cc and the actual was 6-7cc. A follow up report will be sent when additional information is received.